Event description:
It was reported by the nurse, that shortly after measurement of cardiac output, it was noticed that blood leaked from the thermistor line when fluid was injected into the distal lumen. The catheter was removed and a new one was placed without further complications. There were no associated pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.